Event description:
It was reported that the "device was no longer needed". The device was received and analysed. Patient outcome was noted as no injury.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted on: (B)(6) 2005, explanted on: (B)(6) 2011. Final analysis of the pump revealed high battery resistance. It was noted that the catheter was returned in three segments and was incomplete. Analysis of the catheter revealed acceptable catheter testing.